Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained right ventricular oversensing was observed. Reprogramming was performed and patient was in good condition before and after the intervention.